Event description:
It was reported that the patient saw the call your doctor screen. It was noted the patient had burning in their butt, and everything was weak.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was told the lead ¿was in the exact same spot.¿ they were later told ¿it¿s not in the same spot, it¿s a little more out.¿ patient stated ¿they are angry because the number is high, the voltage is causing different things to them, it¿s not working correctly.¿ it was also noted ¿it¿s working and they set it to where they can deal with it but now they have to take their pain medication in the morning to get rid of the pain, the stimulator isn¿t doing it.¿ patient reported shocking and jolting when they ¿evaluate the 16 points.¿ they get ¿jolted like they put their finger into an electrical outlet twice.¿ they also said ¿there were other issues but they would not get into that.¿ this all occurred following a fall. The patient slipped and fell and ¿ruined the lead.¿ the stimulator work for the first 6 months and the patient does not understand why it does not work now.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information confirmed that the patient's implantable neurostimulator (ins) and one of the lead components were replaced. Impedance measurements were reported as normal and that the patient was getting good pain relief although they were still not happy because it was "not perfect like it was before". Additional follow up information received reported that the cause of the cause of the replacement of the ins and lead components was that the patient had slipped on the ice and fell while shoveling snow. The patient then noticed a change in the coverage of their pain therapy which was why the physician believed the lead component had fractured. The explanted components were not returned to the manufacturer for analysis. If additional information is received, a follow up report will be sent.

Event description:
It was stated that the doctor was going to do a revision of the leads or the battery depending on which on was not working. It was reported that the revision was going to take place on (B)(6) 2013. It was reported that the patient did have the revision surgery on (B)(6) 2013. It was stated that "everything went well".

Event description:
It was reported that group c was too intense and pounding and it was in his groin. The patient had met with the manufacturer's representative regarding programming around an issue with the lead. The patient had one or two wires broken. The patient didn't want a broken lead in his body. It was discussed that many different combinations can be applied and that one combination isn't necessarily a problem. It was noted that the sensation was not good and patient would be getting an emg done. An xray had not been done yet. The patient stated he had been told that in order to get the upper back the lead would have to be moved higher. Group a was humming in both legs but the patient received nothing in his back which is where he wanted the stim. The patient also noted a change in his recharging history. The manufacturer's representative noted that they did not delete any of the patient's other groups. They simply took his existing groups and moved the anodes on electrode 3 to electrode 4. It was later reported that since (B)(6) 2012 the patient had noted a numbness in his face and difficulty getting out of bed in the morning. He had to push himself to move. It felt like a child was sitting on his chest. Since reprogramming the prior week the numbness was gone and he was able to get out of bed fine. No stim was in his buttocks since his reprogramming last week. The patient was trying to use the lcc and change things in the upper row; the patient was instructed to work only in the bottom row. He was able to move within that row fine. He was using group a mostly and sometimes group b for intense temp relief. The patient had concerns over the "broken" contact and it was discussed need for only some of those combos to work for relief. It was noted that since the patient received the implant it had saved his life and his family life. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013. Product type: lead.

Event description:
Additional information received reported that both the lead and the implantable neurostimulator were revised.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).